Event description:
The customer reported that he was getting a "speaker malfunction" message on his monitor screen.

Manufacturer narrative:
(B)(4). There was no verification if there was sound coming out of the speaker. A follow up report will be submitted upon completion of the investigation.